Manufacturer narrative:
Manufacturing related.

Event description:
A valiant stent graft system was selected for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the preoperative preparation, the physician was unable to flush heparin water into the delivery system. The physician completed the case by using another valiant device. The physician found blockage within the delivery system. There was no noticable damage to the packaging or delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: device evaluation anticipated. Results: device evaluation anticipated.

Event description:
Additional information was received. It was reported that there was no gap observed between the tapered tip and graft cover before or after removal from the patient. The delivery system was returned for evaluation. The event was confirmed; the delivery system could not be irrigated through the sideport extension. The root cause of the event is most likely manufacturing related, due to excessive glue application.